Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia"), anaemia ("anaemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- uterus +cervix). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and anaemia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered anaemia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with pelvic pain, abnormal bleeding, psy injury, menorrhagia, anemia, post removal complication. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.